Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip was jammed into the bushing. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the sheath grip located at the distal end of the device with approximately 13mm of the over sheath still attached. It was also noted that the over sheath was torn, bunched up and accordioned. After pulling back the sheath grip to expose the clip assembly, the prongs were able to be opened to approximately 10mm (which is within the specification limit) and the clip assembly was then able to be deployed. It was also noted that the coil was stretched and uncoiled at the distal end with a kink found in the control wire. Visual evaluation of the returned device revealed that the clip was not jammed onto the bushing, this is contrary to what was originally reported. This is no longer a reportable event. It is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip was jammed into the bushing. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
Reported event of clip assembly mashed onto bushing. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.